Event description:
It was reported that upon the removal of an all purpose drainage (apd) catheter during a liver cyst drainage procedure, the apd catheter fractured, leaving a small piece inside the pt, perpetuating the need for a reintervention procedure. Upon withdrawal of the catheter, during the closing of a liver cyst drainage procedure, the device fractured in the middle. It was reported that "a little piece had to be removed from the pt in a very short surgery intervention". It is not known what caused the catheter to fracture. No further pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.